Manufacturer narrative:
Investigation results: one photo of a 1ml luer-lok syringe was received by bd. A quality engineer was able to examine the photo from batch 3095748 regarding item 309628. The photo is a close-up image of one loose syringe with two white bubbles in the barrel consistent with being embedded. The condition observed is non-conforming per product specification. If a small amount of water particles makes it into the mold, they become vaporized and can create an embedded concentration of this vapor in the produced part. Potential root cause for the improperly molded component defect is associated with the molding process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 3095748 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.

Event description:
No additional information.

Event description:
It was reported that the bd luer-lok contained foreign matter. The following information was provided by the initial reporter: ¿while pharmacy staff were preparing doses of an intravitreal eye injection, they noticed one of the syringes had a white residue that formed into a ball that looks to be inside the syringe barrel. Checked all other syringes that were used at the same time to ensure those were not affected as well.¿ product: 309628 lot number: 3095748 patient harm: no, was caught before use issue: ¿while pharmacy staff were preparing doses of an intravitreal eye injection, they noticed one of the syringes had a white residue that formed into a ball that looks to be inside the syringe barrel. Checked all other syringes that were used at the same time to ensure those were not affected as well.¿ product sample is available to return. There is a needle attached so it is a sharps sample, and syringe contains bevacizumab (avastin).

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.